Event description:
It was reported that stent damage occurred. The target lesion was located in the ramus artery. After an unspecified guide wire crossed the target lesion, the 2.50mm x 24mm promus element plus stent was advanced and deployed. Then the guide wire was pulled back however, it was noticed that the wire also pulled the stent back, thus causing the proximal end of the stent to accordion. The stent was post dilated using an unspecified balloon catheter and the procedure was completed. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).